Event description:
During an unrelated revision procedure, the setscrew was not able to be loosened in the header resulting in difficulty removing the lead from the header port. The lead and the device were explanted and replaced to successfully complete the procedure. The patient is stable.

Manufacturer narrative:
The estimated event date is (B)(6) 2025. The estimated explant date is (B)(6) 2025.

Manufacturer narrative:
The reported event of set screw anomaly was confirmed. Analysis revealed the ventricular set screw contained septum material inside the hex cavity. This material in the hex cavity prevented full insertion of the torque driver and was the cause of the reported event. Telemetry, impedance, sensing, pacing and high voltage (hv) output functions of the device were tested and found to be normal.